Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered three inappropriate anti-tachycardia pacing (atp) bursts and one shock. Technical services (ts) analyzed device episode data and determined that the therapy was inappropriate for conducted supraventricular tachycardia (svt). It was noted that reprogramming will be done and that this patient is medically managed. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered three inappropriate anti-tachycardia pacing (atp) bursts and one shock. Technical services (ts) analyzed device episode data and determined that the therapy was inappropriate for conducted supraventricular tachycardia (svt). It was noted that reprogramming will be done and that this patient is medically managed. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information this ICD device was explanted at the physician's discretion for a therapy upgrade/downgrade. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully placed. No adverse patient effects were reported. This product has been returned to boston scientific for further investigation.